Manufacturer narrative:
Test procedure followed: qara 146 section 9.0, revision: g. Mfg specifications tested to (if not clearly established in test procedure): visual. The returned blood pump rotor was visually inspected and confirmed that one of the springs on the rotor were broken. Upon disassembly of rotor it was noteced that one of the springs broke in half.

Event description:
During a dialysis treatment, a blood pump rotor spring broke. There was no pt injury or medical intervention.